Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that the other blood glucose level was 367 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide the symptoms and treatment of high blood glucose. Troubleshooting was not completed. The insulin pump will not be returned for analysis.